Event description:
Firefighters arrived on scene of a patient described as in full arrest. The report is not clear whether connection was actually made to the patient, but allegedly the device prompted connect electrodes. CPR was administered to the patient until paramedics arrived on scene. Another defibrillator was used to continue patient treatment. Patient outcome was not known.